Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the drill bit is broken as complained as we verified against the drawing we found out that the fully first step is broken off. The drill bit needs to be inserted and aligned very carefully as per technique guide. It is likely that this was not done correctly. It was reported the drill bit came in contact with the nail so this impact could result in breakage of the tip and/or too much force applied during drilling step. A thorough review of the device history record for this lot number was conducted. It was manufactured in september 2013 and at the time of production met all in process and product release criteria. No actual product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a sixty minute delay in the procedure.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the multilock humeral nail system was used for a humerus fracture with accompanying dislocation. During the surgery out of bound occurred at the lateral part, the surgical site was broadened and the cortical bone was carefully drilled this resolved the out of bound. Out of bound occurred again when drilling for ascending screw insertion. The drill bit in question was broken when interfering with the nail a broken piece remained in the bone. The surgeon decided not to remove the broken piece and tried to insert screw in screw. The operation was completed without inserting screw in screw as the sleeve disengaged when moving it forward. This is report 2 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.